Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that son insulin pump had infusion set leaks in the tubing area. Customer's blood glucose at time of incident was 180 mg/dl. Customer was advised to return the set for analysis. Customer will receive a cot pump.

Manufacturer narrative:
The pump was programmed and monitored, and no display anomaly was noted. The pump passed the displacement, rewind, basic occlusion, self test and unexpected restart error tests. The stop current and run current measurement tests were within specification. The pump also passed the off no power alarm tests. The pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The pump had a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly or on the motor.